Event description:
The core sagittal saw was returned after the account received their own handpiece back from repair. Upon evaluation at the manufacturer, debris was discovered coming out of the sag head. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing was found to be damaged and the boot was found to be worn. The presence of a damaged eccentric ball bearing combined with a worn boot is likely to cause or contribute to the handpiece leaking debris from the sag head.